Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). The projected longevity via the programmer was 0.3 - 0.5 years.